Manufacturer narrative:
While performing a review of the file it was determined that a duplicate file was created. Please disregard any reports associated with file mrn 3012307300-2025-13260. Please reference file mrn 3012307300-2025-13259 for all details pertinent to this event.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
An email was received medwatch form mw5178129. It was reported that the patient was reported to have downstream occlusion that had started the previous night. Troubleshooting was performed but the alarm persisted. But the alarm had continued to recur. There was a patient involvement and no harm.